Event description:
It was reported that a balloon rupture occurred. The 80% in-stent restenosed, 3.50 x 30mm eccentric target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery with a significant bend between 45 and 90 degrees. A 3.50 mm x 30.00 mm agent dcb was advanced for dilatation, however, upon inflation to 7 atmospheres, the balloon ruptured. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient status was stable.